Event description:
Information was received from invacare legal regarding an alleged incident involving components available through invcare's after market service and parts business. Wheelchair that allegedly failed. The armrest allegedly "unlocked", causing the consumer to fall and fracture his femur.

Manufacturer narrative:
Invacare received a summons that an arm component sold by invacare was part of a chair manufactured by (B) (4) that resulted in a broken femur. The summons alleges (B) (4) was contacted on several occasions in need to service to their chair's arms with no success from (B) (4). It is unknown if the parts were installed correctly or if the parts ordered were appropriate for the product serviced. Age of the device and service/maintenance history is unknown. MDR filed based on alleged serious injury.